Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump may had been over delivering. The customer had a low blood glucose event, and used food to treat. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported a high blood glucose event but declined to troubleshoot for the high. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was completed but did not resolve the issue. The customer stated their pump suspended for 4 hours. The insulin pump will not be returned for analysis.